Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope mount was corroded; video connector was corroded; lens had a scratch; main unit was immersed in water. Based on the results of the investigation, it is likely the main unit was immersed in water due to a crack on the video connector. However, a definitive root cause could not be established. Based on the results of the investigation, a root cause for the additional malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's objective lens fell off. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.